Event description:
This lead was implanted on (B)(6) 2012 and remains implanted at this time. It was noted on (B)(6) 2013 that patient had syncopal episode, fell and hit his head. Rv lead threshold variable (pt is only rv paced-4% total time), but patient's syncope sounded similar to loss of capture. Rv lead dislodgement noted. No telemetry monitoring showed loss of capture for >2 sec. For chest x-ray and lead reposition. The physician was dr. (B)(6) at (B)(6) heart clinic, australia. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).